Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to instability in the right knee.

Manufacturer narrative:
Reported event could not be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. The associated package insert warns that this type of event can occur. Under ¿adverse effects¿ it lists ¿dislocation and/or joint instability¿ as an adverse effect of this procedure. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Reported event was confirmed through a review of patient's medical records, which indicated the patient was revised due to instability. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. The associated package insert warns that this type of event can occur. Under ¿adverse effects¿ it lists ¿dislocation and/or joint instability¿ as an adverse effect of this procedure. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.